Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at levels t5 and t9. The procedure went well; however, patient coded later in the evening. No further information was reported.

Manufacturer narrative:
Eval method: follow-up with company representative.